Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown pca cup 52. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer

Event description:
It was reported, "loose acetabular shell. Replaced cup/liner and head. Left stem."

Manufacturer narrative:
An event regarding loosening involving an unknown pca shell was reported. The event was confirmed. -medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: after twenty-three years in situ, some poly wear, osteolysis and acetabular loosening is not unexpected. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this late clinical situation. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. However, the medical review concluded that after twenty-three years in situ, some poly wear, osteolysis and acetabular loosening is not unexpected. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this late clinical situation. Additional information, including return of device, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and /or device becomes available, this investigation will be re-opened.

Event description:
It was reported, "loose acetabular shell. Replaced cup/liner and head. Left stem."